Event description:
Baxter reported a false air in line alarm on a colleague infusion pump at the facility. The event was reported to have occurred when the pump was infusing at low rates and the IV set had been in used for two days. According to the nurse, the cause of the alarm was an accumulation of "champagne bubbles". To address the alarm, the nurse removed the set from the pump to move air along by gravity or flick it up to the drip chamber. At this time, no additional detail are available regarding the event date, names, rates and concentrations of medications involved patient's demographics, diagnosis and status, medical intervention, and set up of the pump.